Manufacturer narrative:
Available information suggests this device remains implanted, pending a replacement procedure. This report will be updated when additional information is received.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No adverse patient effects were reported.